Event description:
Reportedly, the longevity of the device is less than 4 years.

Manufacturer narrative:
The date received by manufacturer has been yp dated to 20 may 2025. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The investigation of the subject device and the review of data provided confirmed the reported issue. The subject device was implanted on (B)(6) 2021. The review of manufacturing records revealed that the subject device was manufactured and released accordingly to all applicable procedures. The longevity study revealed that under the same pacing configuration, from 25 september 2024 to 10 january 2025 (3,5 months), the device had lost 13 months of longevity: the remaining longevity changed from 22 months (min: 15 months) on 25 september 2024 to 9 months (min: 5 months) on 10 january 2025. - the recommendation to explant and replace the device was sent 18 march 2025 and the subject device was explanted on (B)(6) 2025. - since historical follow-up data from 25 september 2024 and 10 january 2025 had been provided, the estimation of the overall longevity could be performed. Based on available data, the expected overall longevity is estimated at ¿ 121, 3 months. The implantation duration was 49 months + 5 months of remaining longevity which is lower than 75% of the estimated overall longevity (75% of 121,3 months = 91 months). Based on hrs guidelines, premature battery depletion occurred. - during the device¿s expertise, an overconsumption has been observed. This overconsumption was due to a component failure. This component failure has induced an overconsumption which led to shorter longevity of the subject device. This complaint has been recorded for trending purposes.

Event description:
Reportedly, the longevity of the device is less than 4 years.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The investigation of the subject device and the review of data provided confirmed the reported issue. The subject device was implanted on (B)(6) 2021. - the review of manufacturing records revealed that the subject device was manufactured and released accordingly to all applicable procedures. - the longevity study revealed that under the same pacing configuration, from 25 september 2024 to 10 january 2025 (3, 5 months), the device had lost 13 months of longevity: the remaining longevity changed from 22 months (min: 15 months) on 25 september 2024 to 9 months (min: 5 months) on 10 january 2025. - the recommendation to explant and replace the device was sent 18 march 2025 and the subject device was explanted on (B)(6) 2025. - since historical follow-up data from 25 september 2024 and 10 january 2025 had been provided, the estimation of the overall longevity could be performed. Based on available data, the expected overall longevity is estimated at ¿ 121,3 months. The implantation duration was 49 months + 5 months of remaining longevity which is lower than 75% of the estimated overall longevity (75% of 121,3 months = 91 months). Based on hrs guidelines, premature battery depletion occurred. - during the device¿s expertise, an overconsumption has been observed. This overconsumption was due to a component failure. This component failure has induced an overconsumption which led to shorter longevity of the subject device. This complaint has been recorded for trending purposes.

Event description:
Reportedly, the longevity of the device is less than 4 years.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.